Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator adjusted the pt's access needle. The access needle dislodged as the operator was adjusting it. Treatment was terminated without rinseback. The total blood loss was approximately 270cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to access needle dislodgement. Co reviewed the reported blood loss with the pt's facility. There is no evidence of a device malfunction. Co considers this report closed.